Manufacturer narrative:
The problem was due to the optical fiber (a stone was encountered, the fiber produced a lot of flash and stopped working). We are unaware about patient injury. The evaluation is in progress.

Event description:
The device has the following problem: "a stone was encountered by the operator and the optical fiber produced a lot of flash and stopped working". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The device has the following problem: "a stone was encountered by the operator and the optical fiber produced a lot of flash and stopped working". No adverse effects to patient were reported.